Event description:
Boston scientific crm received and reported the following info: "lead was exhibiting elevated thresholds. Therefore, a revision procedure was performed and the lead was removed from service and replaced."

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion code: it cannot be determined whether the rise in thresholds was related to device performance, or pt's condition.